Event description:
It was reported via a clinical study that a patient who had a left reverse total shoulder arthroplasty, was reported to have a midshaft humeral fracture which occurred intraoperatively. The periprosthetic fracture around the humerus was fixed with cerclage fibretape fixation. The coracoid tip avulsion fracture was reported to be not repairable. The avulsion fracture was due to traction from retractors, which was noted at the end of the case. The outcome is considered to be resolved.